Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise with oversensing on the rv and shock channels. There was also a small amount of noise on the right atrial (ra) lead channel that appeared consistent with muscle noise. Noise was not really reproducible with isometrics, and rv lead insulation damage was suspected. This ICD system remains in service, however rv lead revision was anticipated. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise with oversensing on the rv and shock channels. There was also a small amount of noise on the right atrial (ra) lead channel that appeared consistent with muscle noise. Noise was not really reproducible with isometrics, and rv lead insulation damage was suspected. This ICD system remains in service, however rv lead revision was anticipated. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to oversensed noise. The implantable cardioverter defibrillator (ICD) was also explanted and replaced with another manufacturer's device so that the patient could undergo a magnetic resonance imaging (MRI) scan. The explanted rv lead and ICD were returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead revealed noise with oversensing on the rv and shock channels. There was also a small amount of noise on the right atrial (ra) lead channel that appeared consistent with muscle noise. Noise was not really reproducible with isometrics, and rv lead insulation damage was suspected. This ICD system remains in service, however rv lead revision was anticipated. No adverse patient effects were reported. Additional information received reported that this right ventricular (rv) defibrillation lead was explanted and replaced due to oversensed noise. The implantable cardioverter defibrillator (ICD) was also explanted and replaced with another manufacturer's device so that the patient could undergo a magnetic resonance imaging (MRI) scan. The explanted rv lead and ICD were returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed insulation abrasion. This type of damage is consistent with repeated stress over time. In this case, we believe the stress was the result of lead contact with another lead. The reported noise with oversensing was likely the result of the lead damage observed by the laboratory.